Event description:
It was reported that cartridge alarm 20 occurred and caller confirmed issue did not cause blood glucose to exceed high level. There was no adverse impact to the customer's blood glucose level. Caller was assisted in loading new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved with no further concerns reported.